Event description:
According to the reporter, following a robotic laparoscopic sigmoid colectomy procedure for diverticulitis wherein anastomosis was "performed," the patient was brought back in due to complications. The patient initially showed signs of improvement, but then became hemodynamically unstable; too unstable for a CT scan. A large hole leaking stool was seen in the colon at the anastomosis site. The "patient" was then declared brain dead. It was noted that the surgeon could not procure the organs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.